Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case. Unable to duplicate the problem at syringe delivery test, but pump failed calibration verification on the large quality control slug only. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the pump failed size sensor calibration verification of the large quality control slug is the causing of the intermittent of the error- pump was under barrel clamp head screw. Actions were taken to mitigate the reported issue: replaced barrel clamp head screw, barrel clamp guide, barrel rod, and barrel clamp spring . A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump does not recognize syringe. No patient injury was reported.